Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2bmet, implanted: (B)(6) 2021, product type: lead; product ID: 3560022, lot# va27vee, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the lead remains implanted because motor response could be observed with the configurations mentioned in the report. Hcp decided to use the lead despite high impedances. Due to the fact that the same values have been measured with (1) percutaneous extension and (2) ipg connected to the lead, and because motor response was observed, the lead was not replaced.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2bmet serial# implanted: (B)(6) 2021 explanted: product type: lead product ID 3560022 lot# va27vee serial# implanted: explanted: product type: extension information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2bmet, ubd: 14-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead placement was performed as usual. Adequate motor response was observed on all 4 electrodes. The lead had been connected to the ins and impedances showed high values: c-0 2800, c-1 2800, c-2 1400. C-3 900, 0-1 >4000, 0-2 3700, 0-3 3000, 1-2 2900, 1-3 2800, 2-3 2800).  There was no emi or fall noted. The lead had been disconnected from the ins and had been connected again. Increased amplitude and pulse width for impedance measurement. A percutaneous extension had been connected to the lead and impedances had been measured again. Still, impedances were the same. The amplitude for generating motor response was quite low (<(><<)> 1.5 ma on all electrodes with perc. Extension and <(><<)> 1.5 v on electrodes 2 and 3 with ins and <(><<)> 2.5 v on electrodes 0 and 1 with ins). Lead remains implanted. The reported issue was not resolved.